Event description:
It was reported that the cdi 500 displayed inaccurate potassium results during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The product was not returned to terumo and the complaint could not be confirmed. This report is being submitted on the FDA as a result of a retrospective review of product complaints.